Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The pod was received undeployed. Investigation of the ratchet gear revealed that the top and bottom ratchet retainer pins were dislodged. As a result, the top of the ratchet gear had risen slightly from the chassis, and the hook talons could not advance the ratchet gear forward, resulting in failure of the needle to deploy as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was not worn.